Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11-intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "tip was suddenly broken and fragments fell into the patient and customer couldn't use the instrument anymore". The instrument was found to have a broken grip at the grip base. Failure analysis found the primary failure of a broken grip tip be related to the customer reported complaint. Broken material, approximately 0.70" x 0.21", was returned by the customer. No material appeared to be missing as the broken assembly was pieced back together. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaw.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury"

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the cadiere forceps instrument be returned for evaluation, but it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. In addition, a review of the instrument log for the cadiere forceps instrument (part # 470049-07/ lot# n13200323 0123) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021, on system (B)(4). The instrument had 3 uses remaining after the last use. No image or video clip for the reported event was submitted to isi for review. This event is being reported because the tip of the cadiere forceps instrument reportedly broke and fragments fell inside the patient. All fragments were retrieved, and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the cadiere forceps was found to have a broken tip. Fragments fell into the patient and were retrieved during the same procedure. The customer could no longer use the instrument. A backup instrument of the same kind was used to continue. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The instrument was in use for about 30 minutes and broke while it was being used for grasping tissue. All the fragments were retrieved during the same procedure and confirmed with visual inspection. No additional surgical procedure was required to remove any fragments. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The surgeon did not notice any issues with the functionality of the instrument prior to the breakage. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. There was no patient injury. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information.